Manufacturer narrative:
Product ID 3093-33, lot# va06xnu, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
A patient implanted for urgency and frequency reported a loss of therapy and never having therapeutic effect since implant. Before the trial, the patient lost control of her bladder about once a week, went to the bathroom four to five times nightly, and had horrible dry mouth from taking an overactive bladder medication. During the trial, she went to the bathroom once nightly and leaked only once at night. She'd been having symptoms since implant that were worse than her trial. On the night of 2013 (B)(6), she woke up four times and didn't get to the bathroom twice. The patient had more trouble at night than during the daytime, but sometimes still had trouble in the daytime. She turned up stimulation to help with her symptoms and didn't always feel stimulation. She'd tried all of the programs, had reprogramming done several times, and still never had success with therapy. Her doctor told her it appeared that two of the wires weren't working and the device just wouldn't work for her. Her doctor recommended that she try botox. The patient still used pads for leaking and asked if she could keep the implantable neurostimulator (ins) in her body even if she wasn't using it. No interventions or outcome were reported regarding this event. No additional information was able to be obtained. If additional information is received, a follow-up report will be sent.